Manufacturer narrative:
(B)(4). Insulin pump passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good electrical board 2 onto electrical board 1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to electrical board 2. The unit was received with some minor scratches on the lcd window. The user can easily read and navigate the menus. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had scratched and cracked screen. The customer stated that the battery was hot when insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.